Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 hater wire pulled away from the silicone on the jaw while dissecting the first branch. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the heater wire was detached from the tip of the hot jaw and was bent. Based upon the evaluation results, the reported complaint was confirmed for the detached heater wire. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).